Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was in a motor vehicle accident sometime in june. The patient had multiple injuries on was hit on his left side. The patient's stimulator battery was on his left flank and was hit in the accident. The battery was working normally before the accident. The patient has never been able to turn his stimulator on or charge it since the accident. The rep tried to interrogate the battery and was unable to get any sort of reading. The rep was setting up a meeting to try to jumpstart the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient did not want to do anything further until all of his insurance details were worked out from the accident. The battery reset has not been performed yet.